Event description:
For oral surgery cases, we use a pack that contains tubing, syringes, sponges, and other such items which are pre-packaged by deroyal. These items are placed on a styrofoam tray and (I believe) sterilized. On at least two occasions, the styrofoam has flaked off and adhered to either tubing or a bulb syringe, leading to the potential of the styrofoam getting into the patient's cavity.device #1is this a laboratory device or laboratory test?no.